Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the right coronary artery. During the procedure, the 190cm samurai guide wire looped and tied in a knot in a distal posterior descending artery (pda). The physician put a non-bsc guide catheter over the wire, upon an attempt to retrieve the wire, because it would not move forward or backwards in the vessel; however it caused the wire to break and shear off. A small portion of the wire remained in the patient. The physician chose to place an unspecified stent up against the wire and pin the wire against the wall of the vessel. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the unit was returned in a generic plastic bag. The unit returned has the distal tip damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the right coronary artery. During the procedure, the 190cm samurai guide wire looped and tied in a knot in a distal posterior descending artery (pda). The physician put a non-bsc guide catheter over the wire, upon an attempt to retrieve the wire, because it would not move forward or backwards in the vessel; however it caused the wire to break and shear off. A small portion of the wire remained in the patient. The physician chose to place an unspecified stent up against the wire and pin the wire against the wall of the vessel. No patient complications were reported.